Manufacturer narrative:
Although the customer did not return the malfunctioning sample for evaluation, vygon us has forwarded the details of the complaint to vygon (B)(4) for investigation. The results of this investigation are still pending and will be communicated to FDA via follow-up MDR upon its conclusion.

Event description:
The catheter was found to be leaking. Upon inspection, a hole was discovered. No adverse consequences to patient reported.